Manufacturer narrative:
This report is filed june 27, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed a skin flap infection, resulting in extrusion of the receiver stimulator. Two revision surgeries were performed (date not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. There are currently no plans to reimplant the patient, as of the date of this report.

Manufacturer narrative:
This report is filed on august 08, 2016.

Manufacturer narrative:
Device analysis report attached.